Event description:
Info from rt manager (B)(6). (B)(6) 2021; @ 05:46 pt on apvcmv setting ..then at 08:45 settings changed to simv vt500 rr15 fio235% ti 3.20 peep 100... Pt monitored for changes. Changes noted @ 13:19 vent change to ti 1.00 .. 14:02 vent settings changed back to apvcmv . 14:02 fio2 increased to 80% while being monitored. 14;11 pt went into cardiac arrest. 14:25 per family request CPR was stopped and pt was pronounced deceased.

Manufacturer narrative:
On july 16, 2024, the mentor failure analysis lab received the device for evaluation. Complete UDI has been added to field d4 on this form. On july 18, 2024, device evaluation was completed as follows: mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 350cc breast implant was found to have an area of shell abrasion on the posterior view. In addition, a tear was noted within the shell abrasion measuring approximately 3.1 cm. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time.  As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Event description:
Info from rt manager (B)(6). (B)(6) 2021; @ 05:46 pt on apvcmv setting ..then at 08:45 settings changed to simv vt500 rr15 fio235% ti 3.20 peep 100... Pt monitored for changes. Changes noted @ 13:19 vent change to ti 1.00 .. 14:02 vent settings changed back to apvcmv . 14:02 fio2 increased to 80% while being monitored. 14;11 pt went into cardiac arrest. 14:25 per family request CPR was stopped and pt was pronounced deceased.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device did not fail to meet its specifications at the time of the event while the ventilator was used with a patient. The root cause could not be established. The device was calibrated and returned to service. There was patient harm (cardiac arrest and no prolonged resuscitation was requested by the patient's family and therefore, the patient died). The complaint is reportable.